Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device's screen went blank, ventilation stopped and then restarted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed a single occurrence of system fault error message (sf 189), indicating a loss of communication with the mother board, which resulted in a device reset. Performance testing could not reproduce the reported error. Based on all available information and previous investigations of similar complaints, the investigation determined that reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device's screen went blank, ventilation stopped and then restarted. There was no patient injury reported as a result of this incident.